Event description:
The stone was captured in the basket. The handle was turned on to engage and crush the stone. The handle was turned and met with resistance. Upon further turning of the handle there was a loud snapping sound, where upon it was discovered that the rod that manipulated the basket had broken distally near the handle. There were several attempts to disengage the stone. When that could not be accomplished, the sheath was removed leaving only the wires from the basket within the patient. The physician then attempted to push the wires forward to release the stone. The doctor attempted to pull the stone intact, but could not perform this due to the resistance of the impacted stone. It was then decided to withdraw the scope and consult a surgeon to remove the stone and basket via surgery. The broken instrument was put into a bag without reprocessing.

Event description:
The stone was captured in the basket. The handle was turned on to engage and crush the stone. The handle was turned and met with resistance. Upon further turning of the handle there was a loud snapping sound, where upon it was discovered that the rod that manipulated the basket had broken distally near the handle. There were several attempts to disengage the stone. When that could not be accomplished, the sheath was removed leaving only the wires from the basket within the patient. The physician then attempted to push the wires forward to release the stone. The doctor attempted to pull the stone intact, but could not perform this due to the resistance of the impacted stone. It was then decided to withdraw the scope and consult a surgeon to remove the stone and basket via surgery. The broken instrument was put into a bag without reprocessing.